Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed loss of capture and high pacing impedance exhibited by the right ventricular (rv) lead. The lead also exhibited noise. No interventions were reported. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.